Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, and the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, march 21st, 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2012; not (B)(6) 2013 as previously reported. This report is filed october 28, 2013.

Manufacturer narrative:
This report is filed october 16, 2013.